Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the customer received with the multiple insulin pump errors, after that, it was confirmed that self-test was completed, but because multiple alarms occurred at the same time. The blood glucose was unknown at the time of the incident. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No the hardware rtc date and time disagrees with the software maintained date and time alarm, interprocessor communication error alarm or the motor processor did not report the pumps stroke as finished in reasonable time. Data in alarm can identify if this was basal or bolus , fill tubing or fill cannula alarm noted. However, hardware low level failures alarm confirmed in the insulin pump history due to software error.